Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient was admitted with recurrent exertional chest discomfort and was diagnosed with unstable angina. Coronary angiography revealed a 90% in-stent restenosis in the proximal right coronary artery (rca) which was treated with balloon angioplasty and placement of a 3.5x12.00mm non-bsc drug-eluting stent. Following post-dilatation, the residual stenosis was 10%. The following day, the event was considered to be resolved.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that chest pain and in-stent restenosis occurred. In (B)(6) 2012, the patient was diagnosed with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the proximal right coronary artery (rca) with a 75% stenosis and was 10 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated by pre-dilatation and placement of a 3.50x12mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with non-cardiac and exertional chest pain and was hospitalized on the same day. Medical therapy was initiated, in order to treat the event. Event was considered not resolved. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was hospitalized and was referred for cardiac catheterization. Coronary angiography revealed 90% stenosis located in proximal rca which was treated with the placement of drug eluting stent. The event was considered not recovered. The following day, the patient was discharged on aspirin and clopidogrel.